Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A health care provider reported via phone call that they experienced occlusion on the infusion set. The customer's blood glucose value was unknown. The customer stated that they had trouble with the cannula getting clogged. The product was not returned for analysis.